Manufacturer narrative:
(B)(4). Batch # t5c540. Device analysis: the analysis results found that the cdh29p device arrived weld separations at rotation knob and battery pack. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis shows that intermittent sticking of the rotation knob found to be due to the shroud push pin breaking off and falling into and wedging between frame and adjusting knob. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. There were no issues removing the test skin from the device. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a hand assisted lower anterior resection the physician placed the anvil in the proximal segment of the colon, introduced the stapler transanally, and when he went to turn the knob it wouldn't open. He removed the stapler, cleaned it, and when he reintroduced it; it worked fine and completed the case. There were no adverse patient consequences.